Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip is cracked in manner suggesting excessive force applied.

Event description:
It was reported that the tip of the driver was cracked during use in surgery. No pt complications were reported.